Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle of the device has broken off and fell into the patient's cavity but it was retrieved. No patient injury.